Event description:
It was reported that this non-(B)(6) lv lead was surgically abandoned due to dislodgement. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).